Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's medical history included c-section and gallbladder operation. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced uterine enlargement ("uterus enlarged"), uterine scar ("scar tissues which fused uterus and bladder"), ovarian cyst ("cyst on ovaries"), fatigue ("tend to tire easily") and uterine adhesions ("fused uterus and bladder"). The patient was treated with surgery (lavh). Essure was removed. At the time of the report, the medical device removal, uterine enlargement, uterine scar, ovarian cyst, fatigue and uterine adhesions outcome was unknown. The reporter considered fatigue, medical device removal, ovarian cyst, uterine adhesions, uterine enlargement and uterine scar to be related to essure. Concerning the injuries reported in this case the following were reported via social media- medical device removal, uterine enlargement, uterine scar, ovarian cysts, fatigue, uterine adhesions. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.